Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that, once the battery was inserted on a pico 7 multisite small 15 cm x 20 cm, all the lights started to flash (turn on and turn off) and the device did not start working. Incident occurred during use. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. The complaint history review found further instances of the reported event. The device was intended to be used for treatment. The device was not returned for analysis, per reporter the device was discarded. A potential root cause for the reported problem is that there is an air leak with in the device. This can be caused for a number of reasons including: - dressing not applied properly, without creases and fixation strips. - filter/port not adhered to dressing correctly. - connector not correctly fastened and secured to the pump. - tubing trapped, folded over/kinked causing a blockage. - dressing integrity has been compromised. - skin has not been thoroughly dried before application of the dressing causing the dressing to not sufficiently adhere to the skin. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.